Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that on the last day of the trial period, the patient had a wet bandage which the physician confirmed to be an epidural fluid. The patient had a lead pull and the leads were discarded by the medical facility. Following the removal of the trial leads, the patient had a blood patch which did not resolve the epidural leak. The physician believed that the epidural leak was not device related, however, it led to a bacterial infection. The patient had bacterial meningitis, was hospitalized for three weeks, and was administered with antibiotics. The patient had since made a full recovery.